Event description:
As reported, during an umbilical hernia repair, the patient was implanted with ventralex st mesh on (B)(6) 2024. It was reported the patient didn¿t feel right immediately after surgery and wanted the mesh removed. Reportedly the patient underwent a procedure to remove the mesh. It is reported that the ¿ring (pdo positioning ring) around the outside of the mesh was freely floating in the abdomen and when it was removed it was in two parts.¿

Manufacturer narrative:
As reported, the patient didn¿t ¿feel right immediately after¿ implant of ventralex st mesh and subsequently underwent mesh removal. Photo of the explanted mesh finds the pdo ring is separated from the mesh as reported. The ring appears to be intact. Operative reports from the implant and explant procedure were not provided. Based on the information provided and photo evaluation, no conclusion can be made why or when the ring became separated from the mesh post implant. Review of manufacturing records shows product was made to specification. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.